Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring alert received for shock impedance greater than 150 ohms. Patient will be brought into office for follow up. Lead remains implanted. Should additional information be received, this file will be updated.